Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was successfully extracted from the returned sensor using approved software. Sensor data was analyzed and no abnormalities were observed. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "replaced sensor" error message on the adc device and was unable to obtain readings. As a result, customer experienced a loss of consciousness with a blood glucose of 32 mg/dl obtained from capillary meter. The customer required treatment of glucose nasal spray by spouse. There was no report of death or permanent impairment associated with this event.

Event description:
A webform complaint was received in which it was reported a customer received a "replaced sensor" error message on the adc device and was unable to obtain readings. As a result, customer experienced a loss of consciousness with a blood glucose of 32 mg/dl obtained from capillary meter. The customer required treatment of glucose nasal spray by spouse. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.